Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.

Event description:
A stryker loaner core impaction drill was called in for repair because it was overheating during a procedure. No pt injury was reported; the procedure was completed with another device.